Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude and p-wave oversensing. Further evaluation of the patient and a potential screening to determine a better placement in the future was discussed. Reprogramming of the system was performed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that this system was explanted and replaced. Additionally, it was mentioned that the oversensing issues were due to the position of the electrode being too high. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude and p-wave oversensing. Further evaluation of the patient and a potential screening to determine a better placement in the future was discussed. Reprogramming of the system was performed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that this system was explanted and replaced. Additionally, it was mentioned that the oversensing issues were due to the position of the electrode being too high. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.